Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and mesh was implanted. The patient reported adverse surgical injuries of bladder perforation, unnecessary pelvic wounds, wound infection, sciatic nerve damage, hip and thigh inflammation, bruised ribs and catastrophic and debilitating nerve pain. The patient reported numerous urinary tract infections and visit to ER with blood in urine, dysfunctional bladder and voiding difficulties with abnormal post-operative voiding, de novo severe detrusor overactivity, urge incontinence, urinary hesitancy, urinary frequency, return of urinary incontinence, numbness with a loss of sensation when voiding and if patient doesn't look accidents occur, weak stream with weak trickle that builds in strength when clenching muscles and forcing the flow, standing when voiding because the flow weakens or stops when patient sits, triple and double void to empty bladder, nocturia. The patient reported debilitating vaginal, groin and buttock pain that prevents patient from walking, sitting, standing and bending, insomnia and the patient has not had a full night sleep as what happened consumes patients thoughts, fatigue and exhausted from moderate movement and housework which exhausts patient and results in chronic pain, restricted movements where patient cannot bend, reach, pickup, pet dog, dance, cross legs. The patient reported autoimmune responses, a new cutting sensation of a sharp cutting stabbing sensation deep inside the vagina, mesh rubbed and pulsated with each step until it caused a bulge in the patient¿s vagina. The patient takes hrt/estrogen vaginal cream. The patient reported endless stress, diagnosed with ptsd due to trauma experienced, mentally and physically traumatized about the outcome and anxious about the future, depression that has led the patient to the brink of suicide, the patient is distressed, cries consistently with how surgery has affected the patient. The patient reported painful intercourse that the patient reported is excruciating and spouse felt vaginal bulge and described as having sex with a cheese grater and made penetration physically impossible, the patient refrains from intimacy. The patient reported constant leak and wears adult diapers 24/7 and the patient has developed a persistent allergy to wearing diapers especially in the heat and gets a red itchy rash. The patient reported coccyx pain that is acute and leaves patient paralyzed until pain ebbs, posture and shuffles about. The patient cannot sleep, and reported as the anxiety runs through like electric shocks, the patient ends up having nightmares and wakes up in a sweat. No additional information was provided.